Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager failed to unlock. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional information: b1, b5, and h6. Upon investigation of the actual device used in this incident, it was determined that the latch and wire harness on the remote manager were faulty, and the door hasp was bent, causing misalignment with the latch. A field service engineer replaced the latch and wire harness and installed eight washers between the remote manager housing and the metal plate adapter to correct the alignment and resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager failed to unlock. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.